Manufacturer narrative:
The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section. The auto mode information incorrectly added in b5 section of initial report which has been deleted in this report.

Event description:
It was stated that the insulin pump passed displacement test and device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl and insulin pump had hardware low level failure. The customer's current blood glucose is 440 mg/dl. The customer did experienced the symptoms such as abdominal pain. The customer was treated by manual injection, insulin drip and syringes. Troubleshooting was done for high blood glucose and under delivery. Customer stated insulin pump was not exposed to high magnetic field. Customer stated that they performed displacement test and found no reservoir detected. Customer stated that high pressure test was passed. Insulin pump had insulin flow block alarm and insulin exited. Customer stated that self test was failed. Customer stated that auto mode was active. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with cracked select button keypad overlay, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.